Event description:
A physician was attempting to use a rapid cross pta balloon for treatment of a lesion in the distal region of the anterior tibial artery. The device was prepped as per the IFU with no issues identified. Balloon inflated with inflation device with a saline and contrast agent. There was no resistance during delivery. It was reported during balloon inflation the balloon did not inflate even when pressure was increased to the recommended pressure. No leaks were noted. Another device was used to complete the case. No patient injury reported for this event. When the device was returned for evaluation, it was noted that there was a leak on the device

Manufacturer narrative:
Product analysis the device was returned with the balloon in a post-inflated state the balloon was inflated but wouldn¿t hold pressure and water was seen leaking out through the outer shaft at the exit marker. A visual inspection found a cut on the outer shaft at the exit marker medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.